Manufacturer narrative:
Device has not been returned. Implant date has not been identified to the manufacturer at this time. No part number or lot number has been identified to the manufacturer despite attempts to retrieve this information.

Event description:
A distributor identified to the company that an alleged broken anodyne screw (4.0mm diameter) was identified in a patient follow-up visit. The screw was utilized in conjunction with an anodyne 2-level plate during a c5-c7 fusion surgery and the alleged screw was being identified at c5. During the post-operative visit where this was identified it also appears that there is subsidence of the c5 vertebral body. It is unknown if there is any adverse event associated with this report. The surgeon has identified to corelink that no revision surgery is being conducted at this time.